Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified flat creases and a linear opening on the anterior. A leak test and microscopic analysis was performed which identified wear abrasion, sharp opening on anterior and an observed void on the valve side out specification per (B)(4) (texture side) . A dimension measurement in the shell was performed which identified the thickness was within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior due to an unidentified (tear) opening. Void on valve texture side assessed as a workmanship.

Event description:
Device has been explanted.

Manufacturer narrative:
The review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory the device was reviewed, and it was found a void on valve (vv) side out of specification per qa199.06, assessed as a workmanship, which is related to the reported complaint. Considering that there is not an adverse trend for this event, no additional actions are deemed required at this time. The issues with void in valve will continue to be monitored and a corrective action will take in the future if deemed appropriate. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.